Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during the spiking of a new ancef secondary medication, the secondary set separated and leaked below the drip chamber. The secondary tubing was attached to the primary line and had been in use since (B)(6) 2018 for several infusions. The fluid leaked from the secondary bag and remaining tubing which was connected to the primary line after the event. There was no patient harm as a result of the event.

Event description:
It was reported that during the spiking of a new ancef secondary medication, the secondary set separated and leaked below the drip chamber. The secondary tubing was attached to the primary line and had been in use for two days on several infusions. The fluid leaked from the secondary bag and remaining tubing which was connected to the primary line after the event. There was no patient harm as a result of the event.

Manufacturer narrative:
The customer¿s complaint of secondary set separated and leaked below drip chamber was confirmed. During visual inspection, it was noted immediately that vinyl tubing was completely separated from the drip chamber. Microscopic inspection identified both sides of the vinyl tubing had insufficient solvent applied at the engagement during manufacturing process. Dimensional analysis was performed; the tubing measured to be within iso specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.